Event description:
It was reported after an ipg replacement procedure, the pt's leads had high impedance post operative. The physician did not replace the leads and connected the new ipg to the existing leads. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.